Event description:
Additional information was received that defibrillation threshold (dft) testing was performed, with a 3j commanded shock and 41j shock. Impedance measurements were 51 ohms for the low energy shock and 51 ohms for the maximum energy shock. No further observations were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system displayed noise, then detected a shocking impedance measurement less than 20 ohms. Technical services was consulted and recommended two commanded shocks be performed to test the integrity of the system. Device memory was saved to a disk. The patient's physician was determining next steps. To date, no adverse patient effects were reported as a result of this clinical observation.